Manufacturer narrative:
Manufacturing site evaluation: evaluation ongoing at OEM.

Event description:
Doctor tried to tighten and the lines (torque nm indicator) wound not line up. Surgeon "white knuckled" tightened. Surgeon has experience with the product and felt like it was tightened to about the right strength. No surgical delay, no patient injury.